Manufacturer narrative:
It was reported that the cardiohelp had a battery alarm and could not charge. The failure occurred during treatment. The power cable and power plug were change but could not remedy the alarm. The cardiohelp was replaced. No harm to any person has been reported. As the cardiohelp was replaced, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-05-27. The fst noticed that the power-led was blinking. The measured voltage was out of range. The power supply unit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar complaint with a defective power supply was investigated by getinge life-cycle-engineering on 2023-08-30: the power supply unit does not provide any output voltage. This error was confirmed, but the root cause of the error of the purchased part could not be determined. Further, according to the risk file v24 of the cardiohelp the following root causes can also lead to the reported failure: - short circuit in dc-input circuit of cardiohelp device - incorrect voltage measurement. The cardiohelp system has a redundant power supply of an external power supply and battery supply. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The review of the non-conformities has been performed on 2025-06-11 for the period of 2011-12-01 to 2025-01-30. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-12-01. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp device. Based on the results the reported failure "battery not charging due to defective power supply" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the france market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (UDI) #, primary di number has been used for base unit, cardiohelp with catalog number 701048012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us.

Event description:
It was reported that the cardiohelp had a battery alarm. The power cable and power plug were change but it could not remedy the alarm. The cardiohelp was exchanged. The failure occurred during treatment. As the cardiohelp was exchanged, a report is required. No harm to any person has been reported. Complaint ID: (B)(4).